Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands falling off polyp. Imdrf device code a150203 captures the reportable event of bands difficult to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2026. It was reported that during the procedure, the ligation band deployed was unsmooth, and the band fell off the polyp. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic ligation of internal hemorrhoids procedure performed on (B)(6) 2026. It was reported that during the procedure, the ligation band deployed was unsmooth, and the band fell off the polyp. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands falling off polyp. Imdrf device code a150203 captures the reportable event of bands difficult to deploy. Block h2: device evaluation: block h11: investigation results: the device was returned and it was found during visual inspection that the slack was not taken up, and the handle did not have evidence that the loop was secured to the post. No issues were identified in the ligator section. Based on the evidence, the reported event of bands difficult to deploy is confirmed. But it was unable to confirm the reported event of bands fall off polyp with testing of the prodcut return. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. Take up slack by pulling proximal end of trip wire on handle unit and secure trip wire in slot on handle unit. However, the slack was not taken up and the handle did not have evidence that the trip wire was secured to the post. This can ultimately affect the way the bands are deployed once the ligator housing is installed in the endoscope, causing the trip wire not to function properly with the handle when pulling the bands. The instructions for use contain detailed device information and instructions for device use, and there is no evidence that there is any issue with translation, wording, or graphics of the instructions for use labeling information. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.